Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right femoral of a male pt in the intensive care unit. During placement, the physician met resistance when attempting to remove the spring wire guide. The wire was not withdrawing from the catheter and the physician had to force the removal. Once the wire was completely removed it was observed that the wire was not intact. The start and end of the wire are intact, however, the center is unraveled. There was no evidence to suggest any wire remained indwelling. As a result, a different brand of catheter was placed successfully for the pt and treatment continued. There was a delay in treatment with no pt harm and no pt death or complications reported.